Manufacturer narrative:
Additional information: additional information received reported there was no registration data for the patient in the system. Correction: unique device identifier (UDI) was corrected. Device manufacture date was corrected.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), an inaccuracy of 3 millimeters was observed when going deeper into patient anatomy. The procedure was completed without the use of navigation. There was no delay to procedure. No known impact on patient outcome.